Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified unspecified vessel. The 1.20mm x 8mm emerge balloon catheter was advanced to the target lesion however, the balloon ruptured at an unknown atm and at an unknown number of inflation. The device was then exchanged with a different device and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).